Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: the pump's black box showed no evidence of a no power event however one call service 052 error was observed on (B)(6) 2016. There was evidence of moisture contamination behind the display lens. A call service 052 error occured immediately after the pump powered on. The battery cap did not measure within the contact height specifications. The audio bolus button was missing from the pump. The pump failed a leak test as a result of the missing button. There was evidence of moisture contamination throughout the inside of the pump. The display screen was dim and discolored.